Manufacturer narrative:
On 10/14/2019, mentor completed the manufacturing record evaluation. No anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor. The device received with clear gel. Foreign material wasn't observed within the device and on shell surface. Device appears intact. No anomalies were observed. Pe concluded the creases occurred sometime after the removal of the device from its protective packaging. Potential cause: a root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Corrective action: because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Conclusion statement: the patient¿s breast prosthesis was submitted with a complaint of capsular contracture. Device appears intact. No anomalies were observed. According to the information provided, pe concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, baker grade 4. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel breast implant 250cc and experienced capsular contracture, baker grade 4 on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2018. This report contains supplemental information for mentor psr reference number (B)(4). On 10/3/2019, mentor became aware that previously submitted psr reference number (B)(4) was duplicated. Any additional event information received will be submitted under this manufacturer¿s report number.